Event description:
Noise can be seen starting on (B)(6) 2023 on hmsc causing inappropriate vf detections. One shock was aborted on (B)(6) 2023. 17 ineffective max energy shocks were delivered inappropriately due to oversensing of noise on the rv lead on (B)(6) 2023. The patient will be brought in for immediate evaluation. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.